Event description:
The facility reported a flo-gard infusion pump with a malfunction of "blue clamp was inserted in the and it get stock". The event was reported to have occurred after delivery in biomed service. This condition has the potential to interrupt delivery. According to the hospital representative the patient was not involved. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a malfunction of "blue clamp was inserted in the slide clamp and it gets stuck" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken blue slide clamp in the safety slide clamp assembly. The blue clamp was removed to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.